Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Lockout spring. Batch # k9304g. The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended; no incidents related to clip jamming occurred. However, the lock out mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lockout spring was noted out of position. No conclusion could be reached as to what may have caused the lockout spring to be out of position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a free flap procedure, the doctor used the mcs20 to ligate the small vessel, the clip jammed and he couldn't apply the clip onto the vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.